Event description:
The account alleged that the side rail was not locking. No patient impact.

Manufacturer narrative:
The account found the side rail latch cover is bent. The account straightened the side rail latch cover to resolve the issue.